Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose was 2.9 mmol/l at the time of event. Customer treated low blood glucose level with candy. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer did not allege insulin pump was over delivering. Customer perform displacement test and had passed test. Customer use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set.